Event description:
It was reported that a patient underwent an excision of the subcutaneous mass procedure on (B)(6) 2025 and suture was used. During the procedure, it was reported that the suture was broken when the surgeon attempted to sew the tissue. Changed another two to continue the surgery, the same problem happened again. Changed another one to complete the surgery. The 3 actual sample was discarded. The surgeon refused to use the remaining 29 sterile products from the same lot and they will be returned for analysis. No additional information can be provided. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigation summary: the product was returned to ethicon for evaluation. Twenty seven unopened samples were received for analysis. The product code is vcp433h. Following the sampling plan, a visual inspection was conducted on 13 samples. The swage and attachment area were noted to be as expected. The sutures were dispensed without issues. Although, the sutures in all the samples were noted with significant difference in suture¿s diameter and coloration at the tipping area. As per this condition observed in the sutures, flex test was performed on the twenty seven samples with the following results: twenty six samples broke due to improper tipping, as the sutures were breaking away from the swage area. Only one sample was observed to be conforming. Based on the information currently available, damaged suture was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system.